Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered an mi approximately 3.5 months post the index procedure. Investigator assessed that the mi event was definitely related to the study device. It was also reported that approximately 3.5 months post index procedure the patient was re hospitalized due to recurrent angina. Restenosis was confirmed and CABG was performed. Investigator also reported that the restenosis event was definitely related to the study stent and unrelated to the procedure. The outcome of the CABG was successful.

Event description:
A 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug- eluting coronary stent was deployed in the prox lad of a pt with no issue reported; however, it was reported that the pt had an mi one day post implant of the relevant stent. No other clinical sequelae were reported.